Manufacturer narrative:
(B)(4). Date sent: 12/21/2023. Additional information was requested and the following was obtained: the device was not locked on tissue, we had grabbed the ech60s and wanted to apply eeslr onto the jaws. Once we clamped down on the eeslr, the jaws of the device did not want to open back up, we had to yank out the eeslr and tried it with a second eeslr and the same issue occurred. We did all of the appropriate troubleshooting steps to try to get it to work.

Event description:
It was reported that the jaws of the stapler would not open. They used another stapler to complete lobectomy procedure. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2023. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.